Event description:
The thermachoice balloon device was opened and was connected to machine and device was primed and ready per surgical tech and physician. The balloon was inserted into uterus and the machine failed saying overheated. The device was removed from field and a new disposable balloon device was opened. No errors noted on this setup. Procedure continued with no problems. No harm noted to patient.